Event description:
It was noted that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When the 3.0x20mm promus element stent was being prepped for use, stent damage and a shaft kink was noted. The procedure was completed with another 3.0x20mm promus element stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 3 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was noted that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When the 3.0x20mm promus element stent was being prepped for use, stent damage and a shaft kink was noted. The procedure was completed with another 3.0x20mm promus element stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but is similar to an approved us device.

Manufacturer narrative:
(B)(4)